Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reporter: "it was reported by customer that caregiver was drawing up vaccine with blunt tip needle, then switched to bd 5/8" safetyglide needle lot# 3241135 exp# 7/31/2028. She tried to clear the air bubble in the syringe and discovered that there was a vapor lock in the syringe and that the needle was not bored out. Unfortunately no samples or photos were saved. This is the second issue matching this description."

Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacture narrative.